Event description:
Physician performed a laparoscopic gastric banding procedure with the adjustable gastric banding system on a patient. The patient presented to the physician's office approximately 4 months later with weight gain and a feeling of hunger. The patient had explant of port and replacement of port with a new port. Post operative report shows malfunction of lap band port with a leak noted at the takeoff flange of the port secondary to needle stick. There are reports in the maude database with the same type of failure. In these reports the manufacturer says "care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."